Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from france that during a procedure, after inserting the clamped arterial ezc21a cannula into the ascending aorta, the surgeon connected it to the arterial line of the extracorporeal circulation. Upon removal of the clamp, air bubbles were observed at the ezc21a cannula connector. In an attempt to evacuate the air, the surgeon tried to disconnect and reconnect the cannula, but was unsuccessful. The source of the issue was identified as the aortic cannula connector. To proceed with the surgery, the decision was made to cut the defective connector and replace it with a new one. Given the circumstances, replacing the connector was deemed less risky than decannulating. As per surgeon's opinion, there were no apparent immediate consequences but there was a significant risk of air embolism and aortic dissection.

Manufacturer narrative:
The following sections were updated/corrected/added: h6 (type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on the information available, the complaint for "air bubbles" was unable to be replicated during product evaluation. Although a definitive root cause of the alleged air bubbles issue cannot be conclusively determined, operational factors during use of the device may have contributed, including inadequate de-airing prior to use. Additionally, during functional testing of the device, it was noted that fluid was leaking out of the cannula at the connector cannula body junction. This is most likely unrelated to the alleged air bubbles issue as the cannula could have been damaged when it was cut/manipulated to attach an off-shelf connector. No leakage was reported by the customer. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
Added information to section d9 (date returned to manufacturer). Updated section h3 (device evaluated by manufacturer). Corrected data in section h6 (type of investigation): 10 (testing of actual/suspected device) replaces 4114 (device not returned). H3: device evaluation: the device was returned for evaluation. Customer report of air bubbles observed was unable to be confirmed. Device was returned with visible blood residue at the connector to cannula junction. Cannula body was observed to be cut at the non-wire reinforced section approximately 10mm distal from the connector, edges at the cut location matched up. Bonding material void was visible at the connector to cannula junction. A leak test was performed and leakage was observed between the connector to cannula junction across the bonding area. No air bubbles were visible during leak testing. No other visual damage, contamination, or other abnormalities were found. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.